Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the right ventricular lead had dislodged and the helix would not extend properly. The patient was asymptomatic. The physician explanted and replaced the lead. The patient was stable prior, during and post procedure.